Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was received inserted in the introducer needle. The guidewire was able to be removed from the needle, with residue noted on the portion of the guidewire that had been inside the needle. When viewed under magnification, unraveling/stretching of the outer coil wire was noted near the residue. Based on this finding, the investigation is confirmed for the reported advancement issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique, insufficient-sized skin nick and retraction against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2021).

Event description:
It was reported that during placement of dialysis catheter, the guidewire allegedly was unable to advance through the introducer needle. It was further reported that the introducer needle and the guidewire were removed together. Reportedly, another introducer needle and guidewire was used to placed the initial dialysis catheter provided in the kit. There was no reported patient injury.